Manufacturer narrative:
There is no evidence of a device malfunction. The operator did not perform rinseback as directed in the user's guide when a power failure occurs. Facility staff has reviewed the event with the operator. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
A power outage occurred in the pt's home during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.